Manufacturer narrative:
The stapler was transferred to engineering for further investigation which replicated/confirmed the reported complaint. The procedure logs were reviewed and showed two successful firings, with a green reload installed in both cases. On the second and final firing of a green reload in the procedure, there were 6 pauses for compression and the peak firing force was recorded at 689 n, indicating a large amount of resistance along the firing track. A 60mm sureform stapler was the instrument used to fire the reloads during the case and was returned to intuitive surgical, inc. (Isi) for testing. The stapler underwent functional testing which included, clamping, firing, unclamping, and intuitive motion. The firing tests were performed twice, with different jaw orientations, and no stapling defects were identified. Visual inspection of the reload confirmed severe damage to the cartridge material at the surface of the knife track. The reload was partially disassembled and showed that skiving to the bottom edge of the inner knife track began shortly after the blade left the proximal garage. A single pusher near the most severe damage was observed to be sheared in half by the blade. Inspection was unable to locate a pusher fragment. Multiple green cartridge fragments were returned with the reload, some falling from the cartridge during investigation and disassembly. The largest fragment had completely detached from the reload and measured 0.504". The material missing from the cartridge was measured at a similar length of 0.507" which closely matches the fragment. The internal components were then removed for further inspection. Visual inspection of the blade confirmed it was no longer seated within the shuttle assembly. The blade was found to be rotated so the cutting edge faced the bottom side of the reload, and the point faced the proximal end, rather than distal end. Under microscopic inspection the blade exhibited significant deformation to the top portion of the cutting edge. The blade also had two large indentations on both sides of the blade spine, and a large gouge covering the left side of the knife base. In addition, the blade left leg had been sheared off at the base. The broken leg fragment was found lodged within the cartridge material near 30% of the shuttle progress, and proximal to where the knife was observed. The shuttle knife seat was inspected and found to be broken. The shuttle fragment was also found within the deformed cartridge material proximal of the main inner track damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The sureform 60 stapler instrument and green reload was analyzed. The stapler instrument was placed and driven on an in-house system. The instrument passed initialization and moved intuitively with a full range of motion in all directions. The jaw opened and closed properly. The firing test was performed twice with different orientations of the distal end. The instrument clamped, fired, and unclamped without any issues both times. A review of the logs showed no errors. The reported failure was not confirmed or replicated. The reload was found to have a damaged cartridge along the knife track. There was missing cartridge material not returned with the reload. Additionally, the reload was found to have a dislodged blade. The blade was lodged into the cartridge, inside the knife track so the blade could not be inspected for damage. The shuttle was found to be at the distal end without the knife blade. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a plastic fragment has detached from the sureform inside the patient abdomen. The procedure was completed. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the stapler and reload were inspected before use. The clamping time was abnormally long compared to usual. The surgical task being performed when the fragment fell inside the patient was rectal stapling on the 2nd staple fire to the rectum. According to the surgeon, the first staple line caused the instrument/accessory to break or the fragment to fall out. The instrument/accessory had been in use for a few seconds prior to the issue. The surgeon did not notice any problems with the instrument during surgery prior to this issue. The instrument collided with the first stapling line during surgery. The fragment(s) did not fall inside the patient as a result of a collision between the tip of the instrument and an accessory. The instrument was not removed during the procedure (before rupture). The surgical staff did not feel any resistance when removing the instrument through the cannula. During the final removal of the instrument, the wrist had been straightened. The surgical staff did not feel any resistance when removing the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event. The surgical staff did not notice any other damage to the instrument after the event, just the green piece of plastic. The fragment(s) were retrieved with coelio forceps via the assistant port. All fragments were retrieved. Further surgery was not required to remove the fragment. Post-operative tests such as x-rays or ultrasound were not performed to check for remaining fragments. The procedure was completed laparoscopically after stapling the rectum as planned at the start of surgery. The patient did not return to the hospital because of postoperative complications related to the retention of a foreign body.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received any da vinci product related to this event for failure analysis testing.